Event description:
It was reported that the patient¿s first implantable neurostimulator (ins) placement was ¿too high¿ and her belt and pants were hitting it. The patient was not getting stimulation in her lower back. In (B)(6) 2012 it was moved lower to the right side of her buttock. It was noted the patient had two scars; one from the original placement and one from the second placement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient had a revision of the leads done in (B)(6) 2012.